Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The patient lying at the time and felt their chest pounding. Reprogramming efforts were performed. Furthermore, the patient received again an inappropriate shock due to low amplitude and oversensing. Troubleshooting options were discussed and recommended. At this time, this s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The patient lying at the time and felt their chest pounding. At this time, this s-ICD remains in service and no adverse patient effects were reported.